Event description:
Lifecor customer support found out through billing that a male pt had passed away. Support contacted the family and was told "apparently this thing didn't work" and then the family member hung up the phone. Further contact with the family has also resulted in hang ups. Support contacted the hospital and worked with the case manager for details. Support knows that the pt was in the hospital approximately seven hours before passing. Support and the case manager have no idea where the equipment is. It is unknown if the pt was wearing the device at the time of death.

Manufacturer narrative:
Eval codes: the device has not been returned to lifecor. If the device is recovered a supplemental report will be sent to the FDA.